Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown medication (concentration and dose unknown) via an implantable infusion pump. The consumer assumed it was a form of morphine, but was not certain. The indication for use was noted as spinal pain. The consumer reported that the patient became critically ill in (B)(6) of 2015 and as a result, was no longer using the pump. The pump no longer had any medication in it and was constantly alarming. The patient was on oral pain medication in hospice and the patient was being cared for at home. The consumer was requesting to have the alarm silenced and was redirected to a healthcare provider (hcp), as the alarm could be silenced by the hcp. Follow-up had been conducted for additional information, but was not available at the time of the report. If additional information becomes available a supplemental report will be filed.